Manufacturer narrative:
The evita xl was checked at the customer site by a dräger service technician. Error codes indicating faulty mixer cartridges could be identified by the log analysis on site. The device behaved as specified and attempted to remedy the identified device failure with warm starts. During a warm start, the device opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. If the boot sequence of the warm start is successfully completed (duration approx. 8 seconds), ventilation is continued with the previous parameters. Directly with the start of ventilation an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. In the event of an unsuccessful warm start, a continuous acoustic alarm would be activated and the emergency breathing valve would remain open. Manual ventilation with another device may be considered necessary. The deviation was corrected by replacing the o2 and air mixer cartridges. In addition, the power supply unit and flow sensor cable were replaced. The following device check including an endurance test run showed no deviation and the device was handed over to the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita xl stopped ventilation on (B)(6) 2020 at approx. 3:10 am. The device could be restarted, but shortly afterwards it switched itself off again. According to the user, there were no patient consequences.